Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the attached copilot came off when contrast was injected. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. After the case, the copilot was able to be attached back on, but when pulled to make sure it was tight, it came off again. It was surmised that the luer was broken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 17879 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for one application on the reported event date. The catheter was recognized and passed the electrical integrity verification and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. The copilot was connected and tightened to the push-button luer without any issues and when pulled, it stayed connected. In conclusion, the reported luer, copilot and compatibility issues were not confirmed during analysis and the balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.